Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the synchron® lx®I 725 clinical system for multiple patients. Customer tested five patient samples for accutni and obtained results in the range 0.01 - 4.48ng/ml. Two patients' samples were tested on a different instrument and gave results of 0.02, 0.01 and 0.05ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples are collected in plastic bd lithium heparin tubes with gel. Qc resulted within specifications on the day of the event but was out of specifications the day after. System checks performed two times in 2009 met specifications. A field service engineer (fse) was on-site on the second day: (a) fse replaced aspirate probe tubing, installed new aspirate probes and replaced mixer belt. (B) qc was within specifications. Fse verified repair per established procedures and results met published performance specifications. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.